Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced paralysis of the right hand and right leg after the procedure. After a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation using a farawave catheter the patient experienced paralysis of the right hand and right leg. A stroke/cerebral infarction was suspected, so a magnetic resonance imaging (MRI) scan was performed. No cerebral infarction was observed on the first scan. A second scan was performed 45 minutes later, in which time the paralysis of the hand and leg had improved. The second scan also showed no signs of cerebral infarction. The cause of the paralysis is unknown, but a transient ischemic attack (tia) was suspected. The patient's paralysis was noted to have recovered, and all symptoms resolved within 24 hours. The device is not expected to be returned for analysis due to disposal.